Manufacturer narrative:
After battery installation unit gave an unexpected white flashing lcd followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. Unit received with cracked case at reservoir tube lip and battery tube threads. Unit received with minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer was not able to connect reservoir to insulin pump. Customer's blood glucose was not reported. Customer was not able to troubleshoot. Insulin pump would be replaced.